Event description:
Rn reported that home patient (hp) accidentally disconnected the patient line of their homechoice cassette from their transfer set during apd therapy. Baxter's technical service center (tsc) assisted the reporting rn with ending the therapy. Follow up with rn indicated the therapy was completed with manual exchanges and the hp was treated prophylactically with ancef and tobramycin for 4 days. (Dosage unknown) no patient injury reported per rn.